Event description:
A power source alert 07 was reported. Blood glucose level did not exceed 500 mg/dl. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.